Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. Fluoroscopy was used to check for interference between the guidewire and catheter, but no interference was found. Another pulse delivery was attempted but the error message displayed again. The generator was restarted without resolution. An error message displayed that the catheter had expired. The generator was restarted and the catheter interface cable were replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012501245 was returned and analyzed. Visual inspection showed the catheter was returned with no guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The shape of the array appeared normal, with no unusual features. The capture device had a normal shape, showing no damage or unusual features. The slide control function was performed, and the guidewire lumen was extended and retracted without any issues. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed and using a test catheter interface cable (cic), and it failed the ablation test due to a persistent error message 2000 (catheter electrical current error). X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Hi-pot verification of the integrity of electrode wires failed the test for electrodes number two and eight. A further low-pot test revealed a breach in the integrity of the electrode wire, located in the proximal part of the catheter. Dissection of the catheter confirmed charred, damaged insulation and breakage of electrode wires within the shaft. Damaged insulation and charring of electrode wires within the shaft at 10.5 inches distally from the edge of the connector was also observed. In conclusion, the catheter did not pass the returned product inspection due to electrode wire insulation being burnt and damaged, and the electrode wire being charred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.